Event description:
Additional information showed the patient's device had a "reset mode and required input of serial number." Then the device could not be interrogated with the physician programmer. The patient recovered without sequela.

Event description:
Additional review of the event found the neurostimulator believed to be involved in the event was serial # nfw168401h (MFR report # 3004209178201106518).

Event description:
A power-on-reset (por) was reported. The device was not near the end of life. The patient experienced por after hip surgery, it was cleared by the doctor, but it happened again after emi exposure. The doctor was unable to clear the most recent por as she could not establish telemetry, despite being in the room typically used to program patients. A longevity calculation was performed and determined that the setting would not have depleted the battery in the amount of time seen. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer repot #3004209178-2011-06518.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).